Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility. During testing the device fan had a grinding noise and a s233 malfunction alarm code was noted in the device history. The probable cause of the abnormal fan noise and the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed for s233 (overtemperature-psc) malfunction alarm code. The device was returned to the biomedical department with a report that indicated s233 malfunction alarm and abnormal grinding noise from fan. No info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility in a review of the device history indicated a s233. No additional info was provided.